Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The hard drive (hd) was received, and a visual assessment of the returned sample revealed no obvious nonconformity. Sample testing was performed on the returned part, and the reported event was not replicated. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console froze with blue blank on screen panel after a surgery, when the surgery was completed and the end-of-case button was pressed. There was no report of any patient harm.

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The hard drive (hd) was subsequently replaced to resolve the issue. The system was then tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event can be attributed to nonconforming hard drive (hd). Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).